Event description:
During preparation for cardiopulmonary bypass, the centrifugal pump flow sensor issued a backflow alarm, even though the circuit tubing was clamped. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.